Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has nto been identified. (B)(4).

Event description:
A customer reported that the aspiration was not enough during surgery. The procedure was completed with no pt harm. After surgery, the customer noticed the floor was wet. Additional information was received stating the pak was exchanged for the next case but the problem occurred again. The pak was exchanged again and the problem was solved.